Manufacturer narrative:
Due to character limit in e1 full event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that a cardiosave intra-aortic balloon pump (iabp) when performing a CT scan while using iabp, the iab gas driving tube connector came off, causing an alarm. The connector was reconnected and the start button was pressed for automatic filling. The sensor was used, so calibration work was performed. An automatic filling error occurred, and the start button was pressed again, but the button did not respond. It was reported that the device was replaced with another cardiosave and treatment continued. No health damage to the patient.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (event site telephone), h6 (medical device problem code, investigation findings and investigation conclusions). The device was returned for evaluation following the reported event. During inspection, the issue (automatic filling error and unresponsive touch panel) was not reproducible, and all functional and safety checks were found to be within specification. As a preventive measure, the touch panel was replaced. Following replacement, the device underwent operational verification testing in accordance with standard inspection procedures and was confirmed to be functioning as intended. The device was returned to service with no further issues identified. The following was performed by the sr service technician of the maquet failure analysis and testing dept. Wayne, nj ab 16 mar 2026. The failure analysis and testing dept. Received the following part p/n: 0160-00-0123_o s/n: 21 00075 10_wpga. Touchscreen lcd with a reported unit failure of touchscreen operation is poor. The fat dept. Conducted a visual inspection of the part received and found that the part is in good condition. The fat department installed part number 0160-00-0123_o lcd display serial number: (B)(6) in the cardiosave test fixture serial number (B)(6) and tested to factory specifications per cardiosave manual number 0070-00-0639 revision r. The failure analysis and testing department could not verify that the display operation is poor. Retaining the touchscreen in the fat department per procedure 0002-07-d008 rev av.

Manufacturer narrative:
Updated fields: b4, b6, d10, e1, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) states they are checking the operation of the device as soon as it is raised. It seems a little unresponsive. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields:b4,d9(return to manufacture date),g3,g6,h2,h6(type of investigation),h11.

Event description:
N/a.